Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath lost aspiration during the procedure and exhibited visible air bubbles. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was used. The faradrive sheath and a farawave catheter were prepared without issue, and ablations were performed to isolate the left pulmonary veins and the right superior pulmonary vein (rspv). When searching for the right inferior pulmonary vein, transeptal and left atrium access was lost. Access was regained with a coronary sinus (cs) catheter inside the faradrive sheath, but when the physician attempted to aspirate the faradrive sheath before inserting the farawave catheter again, air bubbles were observed in the flushing line and aspiration syringe. A few more attempts were made to aspirate the faradrive sheath. Aspiration was successful when the faradrive was empty, but air bubbles appeared when aspirating with a catheter inserted into the faradrive sheath. A suggestion was made to replace the faradrive sheath, but the physician decided to cancel the procedure rather than use another faradrive sheath. No patient complications were reported. The faradrive sheath is expected to be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found upon visual inspection. The sheath was leak tested and did not pass both the aspiration testing, and the -5-psi vacuum testing, with the 0.092" pin gage inserted. The handle cap was removed to inspect the internal components. A small tear was observed on the outer valve, which likely caused the aspiration issue that was observed in the field. The reported clinical observations were confirmed by the analysis results. Updates were made to blocks b5 describe event or problem and d4 unique identifier (UDI) #.

Event description:
It was reported that the sheath lost aspiration during the procedure and exhibited visible air bubbles. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was used. The faradrive sheath and a farawave catheter were prepared without issue, and ablations were performed to isolate the left pulmonary veins and the right superior pulmonary vein (rspv). When searching for the right inferior pulmonary vein, transeptal and left atrium access was lost. Access was regained with a coronary sinus (cs) catheter inside the faradrive sheath, but when the physician attempted to aspirate the faradrive sheath before inserting the farawave catheter again, air bubbles were observed. A few more attempts were made to aspirate the faradrive sheath. Aspiration was successful when the faradrive was empty, but air bubbles appeared when aspirating with a catheter inserted into the faradrive sheath. A suggestion was made to replace the faradrive sheath, but the physician decided to cancel the procedure rather than use another faradrive sheath. No patient complications were reported. The faradrive sheath is expected to be returned for laboratory analysis. It was further reported that the bubbles were observed in the flushing line and the aspiration syringe. The sheath was irrigated by pump with a flow rate of 200ml/h.